Event description:
It was reported that the device showed a sudden drop in battery voltage in a short amount of time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the device was at elective replacement indicator (eri) and was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage is pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows min b(v) =2.92 to 2.64 volts between (B)(4) 2012 which is before device eri <= 2.62 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.